Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced inadequate stimulation and frequently charging the ipg. It was also noted that the patient felt pain at the ipg site. The patient underwent an explant procedure.